Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: "the problem reported was the pump will not allow the care area to be selected. There was no problem when testing pump. (B)(6) 2025 it was suspected that the issue is a result of sticking loading pins due to residue left on the pins. While at the customer site, cleaned the pins and the issue was resolved. The pump does not need to be returned. A preliminary review of the logs identified the following issue: mechanical hardware failure (screen, no input). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Complaint was not confirmed; device was returned for touch input failure. During initial testing the lcd was working properly and all sections of the screen were responsive to touch correctly. An internal investigation was performed and no damage or fault was identified. The touch input cable was also seated snugly. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose.